Manufacturer narrative:
The device was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. (B)(6).

Event description:
A report was received on 01 jul 2024 from the home therapy nurse (htn) of a 55-year-old male patient approved for performing solo hemodialysis with a medical history including end stage renal disease, who stated the patient expired during a home hemodialysis treatment on (B)(6) 2024. Additional information was received on 01 jul 2024 from the (htn) who stated the patient completed approximately 3 hrs of a 3.5 hr treatment, with no rinseback performed and was found deceased several hours after the last vital signs were captured on (B)(6) 2024. No further details and no cause of death were provided.